Event description:
Event description cpi received infromation that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillator lead experienced ventricular oversensing. No inappropritate therapy had been reported. The physician reprogrammed vt duration and elected to leave the system implanted. Cpi learned on september 11, 1997 that an invasive procedure was performed and no lead or device problems could identified. The rate sensing portion of the defibrillation lead was capped. A new rate sensing lead and device were implanted.